Event description:
It was reported that the patient's right ventricular (rv) lead threshold and impedance had been trending higher since last year. Currently, the impedance was above the normal range. The threshold had increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2014. (B)(4).